Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing intermittent audible beeps and a review of the historical log file on the system monitor screen showed multiple "power cable disconnected" alarms recorded with no changes in voltage levels. The suspect system controller was exchanged per the manufacturer's instructions for use and the pt remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. Manipulation of the black power lead during testing resulted in the interruption of pump function and the power module sounded a solid audio tone with a yellow wrench displayed. A "low voltage advisory" hazardous alarm was also displayed on the system monitor and the screen went blank. Further evaluation of the black power lead of the system controller revealed a compromised brown wire at the connector end. The compromised wire resulted in the reported "power cable disconnected" alarms and the interruption of pump function during testing. A review of the device history records showed no deviations from manufacturing or qa specification that would affect device function or performance. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The manufacturer is closing its file on this event.